Event description:
It was reported that during a nephrectomy case, the device jaws closed and did not open. We tested another one from the same batch and it had the same problem. Hand sewing used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was rec'd in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg specs. The jaws opened and closed as intended during analysis. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.